Event description:
A homechoice patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during a dwell cycle of their automated peritoneal dialysis therapy. Reportedly, the home patient left an unused supply line unclamped during therapy ending the therapy early. Therapy was completed by setting up with new supplies. No pattient injury or medical intervention was associated with this incident per the home patient.